Manufacturer narrative:
At the visit on the site the field service engineer (fse) replaced the vacuum control unit and the puf board. The fse verified the system is working according to company specifications. Failure analysis shows the reported problem cannot be confirmed. Visual inspection of the vacuum control unit and puf board shows no obvious damages, broken connection plugs or tubing plugs or tubing itself. Functional inspection was performed separate for each sample and also both at the same time. To verify the measured vacuum values with the returned samples the vacuum values of the original components were measured before a change on the system was performed. The measured vacuum values with the returned samples show no deviations to the values of the original components of the test system. The problem cannot be reproduced. No malfunction could be confirmed. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a vacuum limit error during a treatment. Additional information received stated the error occurred during the raster pattern of the left eye. The laser was restarted and the procedure was completed. There was no patient harm.